Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-00700. Follow up identified that the patient's ipg was explanted. Exact date of procedure could not be provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-00700. It was reported the patient is not receiving effective therapy with their scs system. Surgical intervention may be pending to address this issue.